Manufacturer narrative:
Due to character restrictions in block e1: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) screen was flickering. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval) g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that were able to confirm the issue. The fse replaced the upper display. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.